Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) had overdischarged and ¿couldn¿t get recharged.¿ it was stated the issue occurred after the patient had their ins off for one year and hadn¿t recharged it during that time. A physician mode recharge (pmr) was attempted five times with an additional 3-4 half pmrs, but did not succeed. It was noted the overdischarge was the ins¿s first and the patient was alive with no injury at the time of initial report. The patient was reportedly originally implanted because of right leg pain which ¿seemed to have been resolved¿ at the time of report and had recently come back to the hospital because of left leg pain, at which time it was found the ins had been off and not charged for one year. As of (B)(6) 2016, it was noted that ins replacement was planned to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.